Event description:
According to the available information the surgeon explained the altis sling suture broke from the mesh on several slings. Based on the conversation, the coloplast rep believes it was an issue tightening the suture, the surgeon did not pull contralateral across the mid-line. A new sling was eventually successful implanted.